Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. For the last two hours, their sensor glucose was reading a value below 40 mg/dl while their blood glucose was 75 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to sensor glucose values. The suspend on low limit in the sensor setting was unknown. The sensor will not be returned for analysis.